Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated that the guidewire was broken. The guidewire was also unraveled. Visual summary analysis indicated that the guidewire had become damaged during implant. The analyst noted that the guidewire was returned with considerable stretching/unraveling and with the distal end broken off and stuck in the lead lumen.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, movement of the guidewire within the left ventricular lead became impeded. Fluoroscopy suggested the guidewire had prolapsed upon itself within the lead. The lead and guidewire together were subsequently removed from the patient, and considerable force was required to pull the guidewire from the lead. Upon examination, the end of the guidewire was found to be broken. Due to the possibility of wire fragments being present within the lead, the lead was not used. A new lead was implanted using a new guidewire. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.